Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during the basic occlusion test due to a protruded/loose drive support disk. The device was unable to undergo the occlusion, prime, and excessive no delivery tests due to the compromised force sensor system alarm. The following cosmetic damage was also noted on the pump: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that her insulin pump was stuck in a manual prime loop while executing a manual prime on an infusion set change. The patient's blood glucose at the time of incident was 149 mg/dl. Troubleshooting was initiated for the prime and rewind issues. Customer stated that insulin was squirting out during the manual prime process. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.